Event description:
Treatment of an aneurysm. During the pipeline deployment, it was reported that the pipeline could not be released from the capture coil and was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pushwire and pipeline were returned for evaluation and the pipeline was found opened and separated from the capture coil; therefore, the event cause could not be determined.(B)(4).